Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("uterus/ perforation(uterus)/ one is embedded in uterus"), device dislocation ("misplaced left coil"), placenta praevia ("placenta previa/placenta previa wio hemorrhage ante part"), pregnancy with contraceptive device ("pregnancy (no complications)"), high risk pregnancy ("high risk pregnancy due to essure migration to uterus") and genital haemorrhage ("bleeding") in a 28-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included multigravida, parity 3, recurrent abortion, recurrent abortion, pelvic pain, flank pain, abdominal pain, vaginal bleeding, migraine, cardiac operation, smoker, fever and diarrhea. Pt is recently postpartum anticipate htat urine hcg will still be positive. Concurrent conditions included nausea. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 2 months after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced generalised anxiety disorder ("general anxiety disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), placenta praevia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, placenta praevia, pregnancy with contraceptive device, high risk pregnancy, vaginal haemorrhage, menorrhagia, generalised anxiety disorder, fatigue and tooth disorder outcome was unknown and the genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered device dislocation, fatigue, generalised anxiety disorder, genital haemorrhage, high risk pregnancy, menorrhagia, placenta praevia, pregnancy with contraceptive device, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. Essure did not cause birth defect. She did not experience any complications of unintended pregnancy or delivery (per pfs) left side -there were 2 coils visible, right side- 3 coils visible patient well known to physician as sip 3 rd nsvd. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: positive. "Concerning the injuries reported in this case, the following one/ones was/were reported from patient's medical record : device dislocation" most recent follow-up information incorporated above includes: on 14-dec-2018: pfs and mr received - event:misplaced left coil,medical history, lab data added. New reporters added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus/ perforation(uterus)/ one is embedded in uterus'), device dislocation ('misplaced left coil'), placenta praevia ('placenta previa/placenta previa wio hemorrhage ante part'), pregnancy with contraceptive device ('pregnancy (no complications)'), high risk pregnancy ('high risk pregnancy due to essure migration to uterus') and genital haemorrhage ('bleeding') in a 28-year-old female patient who had essure (batch no. B61388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included wolff-parkinson-white syndrome from 1994 to 1996, multigravida, parity 3, recurrent abortion, pelvic pain, flank pain, abdominal pain, vaginal bleeding, migraine, cardiac operation, smoker, fever and diarrhea. Pt is recently postpartum anticipate htat urine hcg will still be positive rubella virus ab igg on (B)(6) 2015. Value : positive. Positive: sample is considered positive for igg antibodies to rubelia virus. Varicella virus ab igg on (B)(6) 2015. Value : positive. Positive: presence of detectable vzv igg antibodies, a positive result generally indicates exposure to the pathogen or administration of specific immunoglobulin. (B)(6) 2015 technique: grayscale and color flow doppler sonography was performed of the uterus and adnexa using both endovaginal and transabdominal technique. Impression: findings favored to represent early first trimester gestation with mean gestational sac diameter correlating to a 5 week, 1 day gestation. A curvilinear structure seen within the fundal endometrial echo complex likely represents a malposition essure device. Recommend close clinical follow-up and repeat imaging as clinically indicated. Concurrent conditions included nausea, viral upper respiratory tract infection and vomiting. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) from (B)(6) 2012 to (B)(6) 2014 for birth control as well as medroxyprogesterone acetate (depo provera) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 2 months after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced generalised anxiety disorder ("general anxiety disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), placenta praevia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, placenta praevia, pregnancy with contraceptive device, high risk pregnancy, vaginal haemorrhage, menorrhagia, generalised anxiety disorder, fatigue and tooth disorder outcome was unknown and the genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered device dislocation, fatigue, generalised anxiety disorder, genital haemorrhage, high risk pregnancy, menorrhagia, placenta praevia, pregnancy with contraceptive device, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on insertion, there were 2 coils visible on left side and 3 coils visible on right side. Patient had need for additional surgery. Essure did not cause birth defect. She did not experience any complications of unintended pregnancy or delivery (per pfs). Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were confirmed from patient's medical record : device dislocation. Most recent follow-up information incorporated above includes: on 9-jul-2019: pfs received: lot number was added. New concomitant and historical conditions were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus/ perforation(uterus)/ one is embedded in uterus'), device dislocation ('misplaced left coil'), placenta praevia ('placenta previa/placenta previa wio hemorrhage ante part'), pregnancy with contraceptive device ('pregnancy (no complications)'), high risk pregnancy ('high risk pregnancy due to essure migration to uterus') and genital haemorrhage ('bleeding') in a 28-year-old female patient who had essure (batch no. B61388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included wolff-parkinson-white syndrome from 1994 to 1996, multigravida, parity 3, recurrent abortion, pelvic pain, flank pain, abdominal pain, vaginal bleeding, migraine, cardiac operation, smoker, fever and diarrhea. Pt is recently postpartum anticipate htat urine hcg will still be positive rubella virus ab igg on (B)(6) 2015 value : positive positive: sample is considered positive for igg antibodies to rubelia virus. Varicella virus ab igg on (B)(6) 2015 value : positive: presence of detectable vzv igg antibodies, a positive result generally indicates exposure to the pathogen or administration of specific immunoglobulin (B)(6) 2015 technique: grayscale and color flow doppler sonography was performed of the uterus and adnexa using both endovaginal and transabdominal technique. Impression: findings favored to represent early first trimester gestation with mean gestational sac diameter correlating to a 5 week, 1 day gestation. A curvilinear structure seen within the fundal endometrial echo complex likely represents a malposition essure device. Recommend close clinical follow-up and repeat imaging as clinically indicated. Concurrent conditions included nausea, viral upper respiratory tract infection and vomiting. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) from (B)(6) 2012 to (b0(6) 2014 for birth control as well as medroxyprogesterone acetate (depo provera) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 2 months after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced generalised anxiety disorder ("general anxiety disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device dislocation (seriousness criteria medically significant and intervention required), placenta praevia (seriousness criteria medically significant and intervention required) and genital haemorrhage (seriousness criterion medically significant) and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, device dislocation, placenta praevia, pregnancy with contraceptive device, high risk pregnancy, vaginal haemorrhage, menorrhagia, generalised anxiety disorder, fatigue and tooth disorder outcome was unknown and the genital haemorrhage had not resolved. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered device dislocation, fatigue, generalised anxiety disorder, genital haemorrhage, high risk pregnancy, menorrhagia, placenta praevia, pregnancy with contraceptive device, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on insertion, there were 2 coils visible on left side and 3 coils visible on right side. Patient had need for additional surgery. Essure did not cause birth defect. She did not experience any complications of unintended pregnancy or delivery (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were confirmed from patient's medical record : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality-safety evaluation of ptc. (Product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Rospective pregnancy case was reported by a lawyer and describes the occurrence of uterine perforation ("migration of implant/ migration of essure device location of device: uterus/ perforation(uterus)/ one is embedded in uterus"), pregnancy with contraceptive device ("pregnancy (no complications)"), placenta praevia ("placenta previa") and genital haemorrhage ("bleeding") in a 28-year-old female patient (gravida 7, para 3) who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's past medical history included multigravida, parity 2, miscarriage and recurrent abortion. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In (B)(6) 2015, 1 year 2 months after insertion of essure, the patient experienced pregnancy with contraceptive device (seriousness criterion medically significant). In 2015, the patient experienced tooth disorder ("dental problem"). In (B)(6) 2015, the patient experienced fatigue ("fatigue"). In (B)(6) 2016, the patient experienced anxiety ("psychological or psychiatric sexual intercourse)problems condition: general anxiety disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, placenta praevia (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant) and high risk pregnancy ("high risk pregnancy due to essure migration to uterus"). Last menstrual period and estimated date of delivery were not provided. The patient had essure during the first, second and third trimesters of pregnancy. The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pregnancy with contraceptive device, placenta praevia, vaginal haemorrhage, menorrhagia, anxiety, fatigue, tooth disorder and high risk pregnancy outcome was unknown and the genital haemorrhage had not resolved. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The reporter considered anxiety, fatigue, genital haemorrhage, high risk pregnancy, menorrhagia, placenta praevia, pregnancy with contraceptive device, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: patient had need for additional surgery. Essure did not cause birth defect. She did not experience any complications of unintended pregnancy or delivery (per pfs). Most recent follow-up information incorporated above includes: on 7-sep-2018: plaintiff fact sheet received. Reporter information, patient¿s demographic information, other relevant history updated. Indication female sterilization was added. Events: pregnancy with contraceptive device, device ineffective, vaginal haemorrhage, menorrhagia, anxiety, fatigue, tooth disorder, genital haemorrhage, device monitoring procedure not performed, high risk due to essure migration to uterus, some complications including placenta previa were newly added. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterus/ perforation(uterus)/ one is embedded in uterus'), device expulsion ('misplaced left coil/migration of essure device location of device: uterus'), placenta praevia ('placenta previa/placenta previa wio hemorrhage ante part'), pregnancy with contraceptive device ('pregnancy (no complications)'), high risk pregnancy ('high risk pregnancy due to essure migration to uterus') and genital haemorrhage ('bleeding') in a 28-year-old female patient who had essure (batch no. B61388) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test." And device ineffective "device ineffective". The patient's medical history included wolff-parkinson-white syndrome from 1994 to 1996, multigravida, parity 3, recurrent abortion, pelvic pain, flank pain, abdominal pain, vaginal bleeding, migraine, cardiac operation, smoker, fever and diarrhea. Pt is recently postpartum anticipate htat urine hcg will still be positive. Rubella virus ab igg on (B)(6) 2015 value : positive positive: sample is considered positive for igg antibodies to rubelia virus. Varicella virus ab igg on (B)(6) 2015 value : positive positive: presence of detectable vzv igg antibodies, a positive result generally indicates exposure to the pathogen or administration of specific immunoglobulin (B)(6) 2015 technique: grayscale and color flow doppler sonography was performed of the uterus and adnexa using both endovaginal and transabdominal technique. Impression: findings favored to represent early first trimester gestation with mean gestational sac diameter correlating to a 5 week, 1 day gestation. A curvilinear structure seen within the fundal endometrial echo complex likely represents a malposition essure device. Recommend close clinical follow-up and repeat imaging as clinically indicated. Concurrent conditions included nausea, viral upper respiratory tract infection and vomiting. Concomitant products included ethinylestradiol;norgestimate (tri-sprintec) from january 2012 to january 2014 for birth control as well as medroxyprogesterone acetate (depo provera) and minerals nos;vitamins nos (prenatal vitamins). On (B)(6) 2014, the patient had essure inserted. In june 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal") and menorrhagia ("menorrhagia"). In february 2015, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 1 year 2 months after insertion of essure. In 2015, the patient experienced tooth disorder ("dental problem"). In december 2015, the patient experienced fatigue ("fatigue"). In march 2016, the patient experienced generalised anxiety disorder ("general anxiety disorder"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, device expulsion (seriousness criteria medically significant and intervention required), placenta praevia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), chest pain ("chest pain"), hyperhidrosis ("sweating") and gastrooesophageal reflux disease ("acid reflux") and was found to have a high risk pregnancy (seriousness criterion medically significant). The patient was treated with surgery (salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2018. At the time of the report, the uterine perforation, device expulsion, placenta praevia, pregnancy with contraceptive device, high risk pregnancy, vaginal haemorrhage, menorrhagia, generalised anxiety disorder, fatigue, tooth disorder, chest pain, hyperhidrosis and gastrooesophageal reflux disease outcome was unknown and the genital haemorrhage was resolving. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 7, para 3. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first, second and third trimesters. The pregnancy outcome was reported as a live birth. It was unknown whether the child was healthy. The vaginal delivery occurred on (B)(6) 2015. The reporter considered chest pain, device expulsion, fatigue, gastrooesophageal reflux disease, generalised anxiety disorder, genital haemorrhage, high risk pregnancy, hyperhidrosis, menorrhagia, placenta praevia, pregnancy with contraceptive device, tooth disorder, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: on insertion, there were 2 coils visible on left side and 3 coils visible on right side. Patient had need for additional surgery. Essure did not cause birth defect. She did not experience any complications of unintended pregnancy or delivery (per pfs) date(s) of removal: (B)(6) 2016, (B)(6) 2018. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test - on (B)(6) 2015: positive. Concerning the injuries reported in this case, the following ones were confirmed from patient's medical record : device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: follow-up 10 and 11 processed together. Outcome for bleeding added. On 11-dec-2019: follow-up 10 and 11 processed together. New events: chest pain, sweating, acid reflux added. Incident: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") in a female patient who had essure inserted. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (later had surgery to remove the essure implant). Essure was removed. At the time of the report, the device dislocation outcome was unknown. The reporter considered device dislocation to be related to essure. The reporter commented: patient had need for additional surgery. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.